Event description:
During use of the device in a cardiopulmonary bypass procedure, the user reported that roller pump stopped, displaying an "service pump" error message. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not concluded.